Manufacturer narrative:
The device has been returned/received to date and is pending investigation. A supplemental report will be submitted with the investigation results. Currently, we are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient wore the pod between 1 and 4 hours. No blood glucose readings were reported. The adhesive completely separated from the infusion site (location not specified) causing the cannula to dislodge and insulin leakage. The patient stated that they used an alcohol wipe on the skin prior to adhering the pod. They also normally use skin tac to help adherence. No treatment was reported. The patient was able to successfully activate a new pod.